Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a pre-existing sore on their right side and the lifevest rubbed against the area. Patient reported that the sore was open and weeping. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a medication. It is unclear if the medication was for the skin irritation or for a different medical issue. Reporting out of abundance of caution. Follow up indicated that the skin irritation improved.